Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx and one resolute onyx des was implanted in the rca. Cec adjudicated a non-q-wave mi (target vessel), 3rd udmi peri-pci occurred on the same day. Safety adjudicated the event as possibly related to the device. The patient died